Event description:
It was reported that the patient presented for a generator upgrade procedure. During device interrogation prior to procedure, it was noted that the right atrial lead had dislodged which resulted in far r over-sensing, unspecified capture and no atrial sensing. Fluoroscopy confirmed the lead dislodgement. The lead was explanted and replaced. The patient was stable.